Event description:
The customer stated that he tested his blood glucose and received a reading of 164 mg/dl using his contour meter, while paramedics received a reading of 46 mg/dl using their meter. The customer did not provide any more info about the event. He also refused to troubleshoot the contour system and ended the call. Several attempts were made to contact the customer for more info, but the phone number he provided was no longer in service. No product will be returned for eval.